Manufacturer narrative:
One cadd-prizm® vip pump was received for investigation. A visual inspection revealed the device to be in good physical condition. A review of the event history log found the occurrence of a "clin bolus started" alarm message. The reported problem was unable to be duplicated during testing. The pump displayed a "10038" error message during testing. The root cause for the error message is unknown.

Event description:
It was reported that a cadd-prizm® vip pump had a failed bolus. No injury was reported.